Event description:
The donor complained of symptoms that were described by the nurse as an acd reaction. The procedure was stopped 45 minutes early. This was the fifth donation in a series of direct donations of stem cells for a cancer pt they had been matched with. The donor had received five 450 mg neupogen treatments to simulate stem cell growth.